Event description:
It was reported that the programmer received an error at power up. The error cleared upon cycling power to the programmer. The programmer was restored to service and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).